Event description:
A hospital in austria reported to a fisher & paykel healthcare field representative that while suctioning a patient they noticed a crack in the swivel of an rt235 infant breathing circuit . They subsequently found a second rt235 circuit with the same fault. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuits were not returned to fisher & paykel healthcare (fph) for evaluation, as they had been destroyed by the hospital. A lot check revealed no other complaints for the lot number provided. Without a complaint device to evaluate, we were not able to determine what had caused the problem as reported by the customer. All rt235 breathing circuits are visually inspected and pressure and flow tested before release for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is set aside for further investigation.